Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was scheduled to meet with two manufacturer representatives, but they both resigned a day before his appointments, so the patient never met with manufacturer representatives. The issues with the implantable neurostimulator not working, being dead, not providing stimulation and not communicating had not been resolved. The patient no longer wanted the stimulator and is planning on having it removed. The patient expressed the desire to have the unit removed in september of 2016. The patient was moving to california and was looking for a doctor to remove the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-22. The patient stated that they recently moved so are looking to get in touch with a manufacture representative (rep) to get their implant removed. The patient said that their old rep set them up with a healthcare professional (hcp) before they moved but the patient does not remember the hcp information. Patient services recommended that since the patient has their old rep¿s phone number that they contact them directly for the information. An email was sent to a rep in their new location and to their old rep. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they could not charge their implantable neurostimulator (ins). They were not able to connect to the ins with the recharger and saw a reposition antenna screen. This issue was first noticed about a week prior to the report. The programmer was not communicating with the ins. The programmer was showing a poor communication screen. The patient had not felt stimulation for about 2 weeks and they last charged about a (B)(6) prior to the report. They had not been charging because they were out of town and didn¿t bring their recharger. Over-discharge was reviewed with the patient and they were instructed to contact their doctor to have the battery restarted. The patient was implanted for spinal pain. The consumer reported on 2016-09-26 that their ins had been dead since (B)(6) 2016. The patient said he did not have a pain management healthcare professional (hcp). The patient was given hcp listings and was told any hcp could request a representative. Additional information was received from a consumer on 2016-12-07 regarding the patient. It was reported the patient was in need of determining if their ins needs to be jump-started or replaced completely but they were not able to find a doctor who would see them yet. They requested a manufacturer representative (rep) meet with them at their primary care doctor's office to check their device. An email was sent to the reps on december 7, 2016 to inform them of the patient's request. Additional information was received from the consumer on 2017-07-24. It was reported that the device had not worked for one year. Their ¿battery went down¿ in (B)(6) 2016, the patient had been talking with people for a jump-start but it had not happened. It was noted that the patient was moving out of stated and would be getting the device taken out eventually. The patient was on blood thinners and could not have injections ¿etc.¿ until (B)(6). It was reported that they had to get the unit removed but they had a blood clot so they had to wait to remove it until the middle of (B)(6). The patient could not sleep on it ¿etc.¿ the patient could not sleep because the battery hurt their back when they sleep. The patient saw their health care professional (hcp) last (B)(6). Additional information was received from the consumer and manufacturer representative on 2017-07-25. An appointment was noted to be scheduled the next week after the call to meet with a manufacturer representative. The patient had 3 unrelated back surgeries in 2006, 2008, and (B)(6)2011. It was confirmed the device was implanted in 2012. No further complications were reported.